Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('periods that are more and more abundant') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2019, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful period"), asthenia ("asthenia"), alopecia ("hair loss"), amnesia ("memory loss"), affective disorder ("mood disorders"), burnout syndrome ("burn out") and hypersensitivity ("increased allergies "). At the time of the report, the menorrhagia, dysmenorrhoea, asthenia, alopecia, amnesia, affective disorder, burnout syndrome and hypersensitivity outcome was unknown. The reporter provided no causality assessment for affective disorder, alopecia, amnesia, asthenia, burnout syndrome, dysmenorrhoea, hypersensitivity and menorrhagia with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.